Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: oxidative stress induced modulation of platelet integrin ¿2b¿3 expression and shedding may predict the risk of major bleeding in heart failure patients supported by continuous flow left ventricular assist devices. Thrombosis research, 2017 oct; 158: 140-148. Doi: 10.1016/j. Thromres.2017.09.006. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and determination of laboratory values that would indicate platelet damage, which could be predictive of major bleeding risks for vad patients. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique manufacturer/device serial numbers. There were patients who experienced major bleeding complications and detectable platelet dysfunction/coagulopathies while on vad support. In the article, major bleeding complications were defined as bleeding events requiring transfusions of four or more packed red blood cell units and/or causing hemodynamic instability and/or requiring inotrope support or surgical intervention. The status/location of the vads in unknown. No further patient complications have been reported as a result of this event.